Event description:
The following has been reported: biomed reported: got a broken pump. No patient harm. From ccu "broke take out of service". A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a downstream air sensor failure. During testing the pump was able to perform mock infusions and detect air correctly. The device was reverted to manufacturing mode to undergo admin set ID testing which it also passed several times. No signs of damage or fault could be identified aside from an abrasion to the front housing which was deemed acceptable. Due to the nature of this failure, the set ID and bubble detector assembly will be replaced as a precautionary measure.